Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false nonreactive architect syphilis tp results that repeated positive on elisa for two cases. The following data was provided: 26-year-old male patient with a diagnosis of trauma; sid (B)(6) architect syphilis tp initial result was 0.85 s/co, repeated 0.91 s/co, elisa positive, tppa positive. 34-year-old male patient with a diagnosis of fracture; sid (B)(6) architect syphilis tp initial result was 0.28 s/co, repeated 0.22 / 0.24 / 0.25 s/co, elisa positive, tppa positive. No impact to patient management was reported.

Manufacturer narrative:
Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that the reagent lots performs as expected for this product. Return testing was not performed as returns were not available. Device history record review was performed on lot 33216be01, which did not show any potential non-conformances, deviations, or non-conformances. Trending review did not identify any trends for the complaint issue. In-house testing of retained reagent kits of the complaint lots was performed. All controls met specifications and no false non-reactive results were obtained, showing that the lots generate the expected results. Labeling review concludes that the issue is adequately addressed. Based on all reviewed data, we conclude that there is no product deficiency with the architect syphilis tp reagent identified in this complaint.